Manufacturer narrative:
No further testing was performed to obtain the source of the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an elective procedure to replace this patient's device, pacing impedance measurements were approximately 2000 ohms on the right ventricular (rv) channel. Noise and oversensing had been reported in the past. No adverse patient effects were reported.